Manufacturer narrative:
A software investigation was initiated. Unable to determine probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: there were no further complaints of this kind reported after this initial event. The site and the manufacturer representative determined that the image guided blade being used at the time was the likely culprit, potentially the placement of the blade in reference to the side emitter and the other instruments in use at the time.

Manufacturer narrative:
Other relevant device(s) are: software 9733467 fusion ent app. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the scans in the software would flicker intermittently to looking dark then would return to their normal appearance. There was no patient present.